Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23549, related manufacturer reference number: 2017865-2021-02024. It was reported that a patient presented in clinic on (B)(6) 2020 with a high capture threshold and low p wave values. The patient presented for a procedure on 08 jan 2021 and during the extraction process, a dissection was observed. Due to this, a new implant could not be done. A lead that was previously capped on (B)(6) 2013 due to high capture thresholds and high impedance was reactivated for sensing purposes only. The patient was stable.